Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the hospital-wide network (epic issue), resulting in no new orders being transmitted. A technical support specialist confirmed that needed to check with epic to determine if any messages were queued on their side. Once this was confirmed, ran message tracing. Adt and orders messages were successfully received from epic, which was addressed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, patient profiles were not crossing over to the floor pyxis when the patient was transferred. This incident was a significant patient safety concern and resulted in delays in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.